Event description:
Immunocompromised pt was undergoing a liver transplant when the cover fell off of the or light handle falling into the sterile operating field. The pt was placed in 5 days of prophylactic antibiotic therapy.